Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace lead impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the data and noted that the right atrial (ra) and right ventricular (rv) pace impedance as well as the shock impedance measurements have also increased but not as abrupt. Further, it was noted that the lv lead has had high pace impedance measurements since implant. Furthermore, ts discussed that the lv pacing threshold measurements have also increased. An x-ray, however, did not show any changes in lead position. Additional information indicated that nothing further has been determined or tested. Programming changes were made and acceptable impedance measurements were obtained thereafter. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.